Manufacturer narrative:
Additional information: d9, g3, h3, h6- one unpackaged ar-12990, batch number 15142334 was received for investigation. - functional testing found that the needle cannot be fully inserted and gets stuck inside the shaft of the device. - visual inspection noted an unknown fragment in the suture slot. -the most likely cause for the reported failure can be attributed to user error of the device due to excessive force being used during firing of the needle thus, breaking the needle and causing a blockage within the shaft. - dfu-0392-sub-eo warns against the usages listed to help avoid needle breakage and potential patient injury. - refer to the investigation photo. - complaint allegation is confirmed.

Event description:
On 11/20/2025, it was reported by a sales representative via (B)(4) that an ar-12990 knee scorpion jammed and broke the scorpion needle. It can load but when activating the needle, it breaks. This was discovered during the case with no patient harm.

Manufacturer narrative:
Investigation is in process. A follow-up report will be provided upon availability of additional information.